Event description:
A customer contacted beckman coulter regarding erroneous troponin (accu tni) results from 2 different patient samples that were generated by the unicel dxi 800 access instrument. Patient a: an initial accu tni result of 18.41 ng/ml, was reported out of the lab. The patient original sample was re-tested for accu tni and 2 results of 0.03 ng/ml were obtained. The customer indicated that the pt original sample was re-centrifuged and then re-tested for accu tni. The accu tni results were: 0.01ng/ml and 0.02ng/ml. Patient b: an initial accu tni result of 2.32 ng/ml was reported out of the lab. The patient original sample was re-tested for accu tni; the result was 0.02 ng/ml. Based on available information, one or both of the patients were admitted to the hosp for unk reasons without additional treatment. The customer did not receive any report of patient injury requiring medical intervention.

Manufacturer narrative:
Investigation summary (post event): qc was within customer's specifications before and after the event. The customer runs qc every 24 hours. System check performed on 05/30/06 passed. The specimens were collected in bd, 13x100, plastic lithium heparin tubes with gel separators. The samples were centrifuged at 3,000 rpm for 9 minutes. The specimens were sampled from primary tubes. A field service engineer was dispatched to the customer lab on 06/05/06. The fse performed a field diagnostic and accu tni precision testing; the results were within specifications. The fse verified that the instrument was operating per established procedures. A clear root cause has not been determined in this event. A malfunction will be assumed for the purpose of this report.